Event description:
It was reported to philips that the device was displaying an alarm led failure when powering on the unit. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The caller advised error code was in the significant event logs. The rse advised the caller it is suspected that the power switch overlay will need replacement per the service manual, and replacement part information was provided. The customer was provided with replacement part information and confirmed via good faith effort that the power switch overlay was replaced onsite by the customer. Performance testing successfully passed and the device was placed back in service.